Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that introducer needle was hard to remove. The customer's blood glucose value was unknown. Customer was trying to put on sensor for his son and sensor needle broke or damaged and was hard to remove. Customer was reporting a past event. Customer reported sensor stuck to the adhesive. Customer reported the introducer needle fractured while in the body. The device will be returned for analysis.

Manufacturer narrative:
Inspected two opened and used sensors and performed visual inspection and found one out of two insertion needles to be bent inside the needle hub, no needle break during analysis. Unable to confirm customer received sensor in that condition due to customer returned opened and used.